Event description:
Per the clinic, the patient experienced infection and skin overgrowth at the abutment site (date not reported). The patient was treated with topical antibiotics (date not reported) for the infection and was placed under general anaesthesia on (B)(6) 2022, in order to resect and cauterize the skin overgrowth. The implanted device remains.

Manufacturer narrative:
This report is submitted on june 2, 2022.